Event description:
The description of the event is reported as: the packaging has a half moon shaped opening at one end of the molded plastic. No patient injury reported.

Manufacturer narrative:
Sample reported as available, but not received yet for evaluation. Investigation is ongoing. A follow up report will be sent when available.